Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. The product has been returned for failure analysis testing, but the evaluation has not yet been completed as of the date of this report.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.